Event description:
Caller reported a malfunction on the pump with malfunction code malf 0. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues arise again. Caller acknowledged and understood the instructions.